Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had cyst at the insertion site on (B)(6) 2025. There was inflammation at the site and the cannula was puncture at the site and the patient got treated with surgical removal. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.